Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had not used the external devices in a while and wanted assistance. They had life threatening surgery in (B)(6) in (B)(6) of 2020 (not alleged to be related to device/therapy). They were in the hospital for fourteen days and had been in and out of the hospital ever since (not alleged to be related to device/therapy). Because of this, the patient had not been using the external device. They were put on 80 mg of a diuretic a day because they were retaining and their heart was not pumping it out (not alleged to be related to device/therapy). They were urinating every 10-15 minutes and they had no control of it. They were not getting any sleep at night. They would start urinating and would not know it. It was reviewed how to use the external devices, and the patient's therapy was off. When asked if they electively turned stimulation off, they said they did not do anything with the device and did not mean for it to be off. It was reviewed how to turn stimulation on. They were able to turn stimulation on and adjust to a comfortable level. It was recommended they discuss how the medication may affect their symptoms. The patient was redirected to their healthcare provider to further address the issue.